Event description:
During a remote follow up, increased pacing impedance and decreased defibrillation impedance was detected on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were low lead impedance, high lead impedance, and lead dislodgement. As received, a complete lead was returned in one piece. The reported events of low lead impedance and high lead impedance were not confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found the helix to be bent and an over-torqued inner coil at the connector region, consistent with procedure damage. The lead impedance test and helix mechanism/extension length tests could not be performed due to a retracted helix with a soft tip and an over-torqued inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts.